Manufacturer narrative:
Insulin pump received with an intermittent button response, due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the blood glucose was over 500 mg/dl. Customer also stated the down button has to press really hard for it to work. Customer stated he was unable to bolus and after waiting a couple hours he was able too. Customer reported the device might have been exposed to sweat from the running. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.